Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿dislodgement¿ with a potential root cause of "accidental traction." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was observed in the bed of the patient, expelled and fully inflated with the balloon intact. No harm was noted.